Event description:
"While the surgeon was using the drill, the bearings fell out" was reported on the return authorization request. On follow up, it was reported that there was no pt injury and that the surgeon had taken the bearings out.